Manufacturer narrative:
Investigation: we made a microscopic investigation of the received electrode. The ceramic insulation was in a perfect condition, without cracks or chipped- off parts. In the next step we dismantled the outer ceramic insulation to examine the contact point between the electrode hook and the metal base body. Here we found, that the hook was torn of the solder base. For further investigation, we forwarded the dismantled electrode to the manufacturing plant. Investigation statement of the manufacturing plant (referenced to a similar case): "the same circumstance has been analyzed yet in the pc-notification (B)(4) the soldered joint is made according to a work instruction and the solder is applied inside the ceramic part gk384200. As the soldered joint is hided and cannot be checked visually, the joint of gk384202 and gk384200 is tested a 100% by a deduction test with 20n, this test is used to verify the quality of the soldered joint. On this basis the products are released by manufacturing. As this test is done 100% on the whole batch, the products have been delivered by the manufacturing department within the required specification." Device history records: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The current failure rate is within the risk analysis and therefore acceptable; severity is 2(5) and probability 3(5). Explanation, rationale: the soldering surface shows no hint for a production- problem. The second examination in the production plant confirms the first examination result of the solder joint. Unfortunately we don't got the fallen- off hook for the investigation of the surface of the hook. All electrodes are subjected to a 100% mechanical test before delivery, so a production-related error can be ruled out. Without further knowledge about the circumstances, we assume, that some excessive extern force applied on the electrode- hook damaged or pre damaged the solder joint. A definitive root cause for the problem cannot be determined. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the problem cannot be determined. An internal deviation had been initiated; the product safety case showed updated severity of 2(5) and decreased from 4(5). The complaint was re-assessed and found to no longer be reportable to de, jp, cn, and tw..